Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lead exhibited pacing lead impedance variation, with some high values being out of range. The lead exhibited normal sensing, capture, and induction testing results. No noise was present. The patient would be monitored.